Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: pt 1: inratio: 4.7, reference: 3.7. Pt 2: inratio: 5.2, reference: 4.6. Pt 3: 6.1, reference: 4.2.